Event description:
In 2009, echo was performed and physician suspected a rv perforation. The lead was repositioned. In 2009, the patient was admitted to the hospital due to inappropriate shocks. The physician reported that the lead had dislodged. Hence, the lead was replaced with no consequences to the patient. The hospital discarded the lead, so it will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.